Manufacturer narrative:
H3, h6: the complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the complaint sample is showing only minor signs of usage. No deep dents or scratches available. The tabs on the distal part of the instrument were all stable. The functional evaluation was performed, it was concluded that no problems with the assembly occurred. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined as the reported failure can not be confirmed. Please refer to document lit. No. (B)(4) for disassembly and cleaning instructions for the trial shell handle nav. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a thr surgery one of the tabs on the distal part of one (1) polarcup trial shell handle nav loosened and detached. It is unknown how the procedure was completed; however, no delay or further complications were reported.